Event description:
It was reported the device was dropped and the cable does not click into right side (ventricle) channel / jack; the ventricle output connector is broken. It is noted the atrial output is intermittent when tested. It was also reported the clips / bail covers on the back are broken. The device was returned for repair, was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the ventricular output connector had foreign material in it not letting cable connector to fully insert into device output connector and both bail covers and ring cover were broken. It was also noted that the lower case was broken, the lead flex cover was corroded, the battery contacts were compressed, both bails and ring were missing, and the keyboard window was scratched. (B)(4).